Manufacturer narrative:
Analysis of the AED's log files identified that the AED is functioning as designed and can stay in service. Analysis of the AED's log files did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". The customer did not report this occurring during patient use.